Event description:
A stent was implanted in a pt for treatment in 2004. The pt came back to the hosp four months later with pain and cough. The stent was broken at the bottom. The stent was withdrawn and a new stent was implanted.